Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing recurring nighttime low blood glucose (bg) levels while using the ilet device. The lowest bg during one incident was 51 mg/dl, and the bg remained out of range for over 90 minutes. The ilet alerted to the low bg. The user self-treated by eating skittles and reported symptoms of sweating. No medical intervention or outside assistance was required. The user was advised to schedule additional training and to consult a healthcare provider regarding potential pump adjustments.